Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a posterior cervico-thoracic fixation surgery (from c5 to t4) with the synapse system, a screw with 4.0 mm diameter broke its head, leaving the stem completely within the patient's vertebra while the head remains in the screwdriver. The broken implant was not removed and remains lodged in the patient's vertebra. There was a sixty (60) minute surgical delay. Concomitant device: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0mm ti cancellous polyaxial screw 34mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6. This complaint is confirmed as the shaft of the screw had broken off from the head. No x-rays or photos were returned to confirm the shaft remaining within the patient. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part number: 04.614.134. Lot number: 19p5261. Part manufacture date: 10/11/2019. Manufacturing location: brandywine. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the 4.0mm ti cancellous polyaxial screw assembly was processed through the normal manufacturing, finishing, assembly, and inspection operations. The product lot met all manufacturing, finishing, assembly, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history batch : null. Device history review : the product met all manufacturing, finishing, assembly, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.